Event description:
It was reported the patient¿s lead was revised. **information omitted pertaining to several events (B)(6). These events are related**

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead. Product type: lead. Product ID: neu_unknown_lead. Product type: lead. Product ID: neu_ptm_prog. Product type: programmer, patient. (B)(4).